Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Part # 110010249/ g7 osseoti 3 hole shell / lot # 6871886. Part # 51-136140/ tprlc 133 mp/ lot # 6839234. Part # 103533/ low profile screw/ lot # 2019072512. Part # 103532/ low profile screw/ lot # 2019060622. Part # 103534/ low profile screw/ lot # 2017110367. Part # 103533/ low profile screw/ lot # 2019070455. (B)(6).

Event description:
It was reported that the liner would not seat. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.